Event description:
It was reported that the patient was using an arc welder when an alert was triggered for lead integrity and oversensing was noted on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d274drg implantable cardioverter defibrillator (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).